Event description:
It was reported that the patient would feel a jolt when she made sudden movements or coughed. It was noted that a health-care professional had addressed this issue, though it was unclear whether it was resolved at the time of report. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n293817, implanted: (B)(6) 2012. Product type: accessory. (B)(4).